Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, insulin flow blocked alarm. The customer reported blood glucose value of 305 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-326a, mmt-399a, mmt-1884l. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported a discrepancy between sensor glucose and blood glucose. Sensor glucose and blood glucose values were within the target range of difference. Explained the sensor appeared to be responding to changes in the glucose. The customer reported an insulin flow blocked alarm. The pump passed the 5u fill cannula test. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. The customer will continue to use the device, no product return is required for mmt-7040a. The customer will continue to use the device, no product return is required for mmt-326a. The customer will continue to use the device, no product return is required for mmt-399a. The customer will discontinue to use the device, mmt-1884l was requested and the customer response was the device would be returned.

Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked, no delivery alarms noted during testing. Thus software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on event date 09/21/2024 10:53:11, 09/21/2024 10:53:39, 09/21/2024 10:53:4 during basal. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case. In conclusion, pump passed all testing required and insulin flow blocked, no delivery alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.